Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they were in the process of placing a new pod, and after filling the fill needle with 200 units of insulin, they injected the 200 units of insulin directly into his stomach rather than the pod. The patient was advised to contact his healthcare provider or emergency services. When product support followed up with the patient, it was found they were in the hospital, and product support was asked to call back the following week. Three due diligence attempts were made to gather further information without success. If additional information is provided, a supplemental report will be submitted.